Manufacturer narrative:
D2b - pro code (product code): dxe, kra. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, patient information, and initial reporter, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that procedure was cancelled. An angiojet solent dista solent dista catheter was selected for use. However, during the procedure, it was noted that the became kinked and a saline error message displayed. Another angiojet solent dista was selected. Consequently, the device stopped working due to an error message. The angiojet console was turned off and back on but that did not resolve the catheter error. The procedure was cancelled. There were no patient complications as a result of this event.